Event description:
It was reported to medical records on (B)(6) 2011 that this lead was explanted on (B)(6) 2010 due to infection. The procedure took place at (B)(6) medical center with an unknown physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).